Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were trying to figure out which program they were on so they hit program 2 and then it said therapy was "off" and they didn't understand why and that "something was wrong". Patient stated they started on program 1 which said 0.3 ma but when they went back to program 1, from program 2, it was at 0.1 ma now. Patient stated this after they deactivated their MRI mode. When they went to program 1 and without turning their therapy on, they put themselves in MRI mode and patient services had been reviewing MRI mode with the patient and showing the patient how to deactivate after the MRI so the patient deactivated and then program 1 showed it was at .1 ma when they turned the therapy back on. Patient services reviewed with the patient that if they changed programs, the therapy would always turn off and be at 0.0 and that's why it was showing 0.0 instead of the. 3 ma before they activated MRI mode. The patient stated they hadn't been aware of that and that they'd just been trying to find out what program they had been on so that they could get an MRI. Patient services again reviewed MRI mode and walked the patient through connecting to their settings and activated and then deactivated MRI mode. The external devices were functioningas intended and patient services reviewed this with the patient. When reviewing their MRI mode, the patient stated it showed the implant was on the right side of the patient's buttock but it should have shown it was on the left side. Patient services redirected the patient to follow up with their healthcare provider to confirm their MRI programming and discuss their concerns over the discrepancy. The issue was not resolved through troubleshooting. Patient initially wanted to leave themselves in MRI mode but then said "ok how do I make it work again?" Patient services clarified with the patient "you mean how can you turn the therapy back on to help your symptoms?" The patient then s aid "yeah, how do I make it work again?" So patient services then walked the patient through deactivating the MRI mode and that was when the discussion was had about the therapy coming on at 0.1 ma on program 1. Patient then increased to 0.3 ma and stated they would follow up with their hcp about their concern over MRI programming and to request a medtronic representative to come to the healthcare provider office to help the patient update the location of the implant to the correct side. Patient also said "I don't have an ID card in my box" and requested one so patient services warm transferred the patient over to patient registration at call's end. Patient services also wanted to note that when talking with the patient initially, the patient commented that they were able to connect successfully when they held the communicator horizontally over the ins site and that it wouldn't work if they held if vertically over the ins site. Additional information was received on 2025-jan-22, rep stated they would "call them today".